Manufacturer narrative:
Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 128 mg/dl at the time of incident. Customer reported that the alarm was clear. Customer reported that the pump alarm occur second time and self test not ok. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.